Event description:
The complaint is reported as: "it was reported that, when the user attempted to inject medical agent after placement of the catheter, the extension line got torn at the luer hub. Therefore, the catheter was replaced with a new one. According to the user, the cut was sharp and bevel." No patient injury or harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, three-lumen cvc for analysis. Signs-of-use in the form of biological material was observed at the medial skive hole. Visual analysis revealed that the distal extension line had separated in the middle of the extrusion. Microscopic examination revealed that the edges of the separation were smooth and uniform indicating that contact with sharps caused or contributed to this event. The point of separation measured 37mm from the brown luer hub. The distal extension line outer diameter measured 2.15mm, which is within the specification limits of 2.13mm-2.21mm per the extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm, which is within the specification limits of 1.42mm-1.50mm per the extension line extrusion graphic. A manual tug test confirmed that the extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of an extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated towards the middle of the extrusion. Visual and microscopic examination revealed that the point of separation was smooth and uninform. The catheter met all relevant dimensional and additional testing, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "it was reported that, when the user attempted to inject medical agent after placement of the catheter, the extension line got torn at the luer hub. Therefore, the catheter was replaced with a new one. According to the user, the cut was sharp and bevel." No patient injury or harm reported. The patient's condition is reported as fine.